Event description:
Received info stating customer's pump unexpectedly reset. Reportedly, there was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has been received for eval; however, eval is not yet completed. A f/u MDR will be submitted.